Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight and an extended opening on radius. A microscopic analysis was performed, which identified two striated openings on radius and a sharp opening on radius. A dimension measurement in the shell was performed, which identify the thickness within specification. Based on the device analysis, the final assessment is: two striated openings on radius assessed, as surgical damage consist in the use of some surgical tool. A sharp opening on radius assessed, as unidentified (tear) opening.

Event description:
Explanting physician reported, a left side rupture via findings observed, on physical examination. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Initial reporter name and address: (B)(6). Reason for reoperation: rupture.

Event description:
Explanting physician reported a left side rupture via findings observed on physical examination. The device has been explanted.